Event description:
It was reported that during a routine follow-up, it was noted that the capture threshold had increased. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.